Event description:
Device malfunction: device #2 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the suture broke. The device was removed according to the instructions for use. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested no additional information was provided.

Manufacturer narrative:
Device #1: proglide part #12673-03, lot #69043-6h is being filed under medwatch MFR number 2953144-2008-01854.